Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the tissue pad during the procedure? Could you please provide the lot/batch number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that from the start of the unknown surgery, the forceps had problems with the silicone. During the omental dissection, the silicone came off the forceps. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No, it´s still attached to the clamp. Were any fragments generated? No, the white tissue melted from the clamp. Did the fragments generated fell off inside the patient? No, the white tissue melted from the clamp. If yes, were they completely removed from the patient without additional intervention? N/a. What efforts were made to locate the pieces of the tissue pad during the procedure? N/a. Could you please provide the lot/batch number? A97p3r. Corrected data: b1, h1, h6 medical device problem code. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.